Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
E1: email address: (B)(6), e1: email address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.